Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure on the third firing with a green cartridge, the surgeon heard a noise like the knife blade dug into the patient side of the cartridge. When the gun was opened, the staples on the remnant side were fine, but not on the patient side. On the patient side, the outer row of staples were fine and the staples on the inner 2 rows were unformed (legs were straight). A new device of the same product code was opened. Using a black cartridge the surgeon fired over the seamguard on the patient side. The case was completed with this second another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: conclusion: based on the photographic evidence of the subject ple60a device, utilizing a green cartridge, unformed and non-deployed staples can be confirmed, however, the photograph does not provide evidence relative to what may have caused the issue. Hands on analysis of the device and cartridge may provide the additional evidence needed to determine the cause of the complication. The hands-on analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.